Event description:
On (B)(6) 2009, the pt reported that she was having difficulty inserting her insulin cartridge into the infusion device without the formation of air bubbles. She stated that there are no air bubbles when the insulin cartridge is filled. She was educated on the correct procedure for changing and inserting the insulin cartridge into the infusion device. She connected to the infusion site and bolused 8 units of insulin without error. She stated that she saw an air bubble in the infusion tubing. She was able to prime the air bubble from the infusion tubing. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.